Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that both of the patient's leads were migrated. As a result, the patient underwent surgical intervention on (B)(6) 2021 during which the patient's left lead was repositioned. The physician was unable to reposition the patient's right lead, so the right lead was explanted and replaced. Effective therapy was established post-operatively. It is unable to determine which lead had been explanted so both are being reported as explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-04667. It was reported the patient's left lead had migrated. The issue was confirmed via x-ray. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had migrated, so both are being reported.